Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no urine draining from the foley catheter and the recent output had increased sediment. Allegedly, the nurse attempted to flush the foley catheter and heard air coming from a slit in the catheter near the entrance site of the patient's urethra. The nurse was allegedly unable to flush the catheter and was unable to remove the catheter as the balloon would not deflate. The cns was called to the bedside and was unable to remove the catheter after cutting the balloon port. Physician (B)(6) ordered a urology consult by (B)(6), who made the following attempts to remove the catheter. First an attempted to seal with tegaderm then vaseline gauze to prevent air and fluid leakage without success. An attempted was made to remove the foley as is; however, the patient rose up with facial grimace to pain when pressure was applied. An attempt to puncture the balloon with super stiff wire was tried without success. Transvaginal puncture of balloon was attempted; however, due to patient body habitus and positioning, visibility was limited and unsuccessful. The urologist was then able to remove the catheter by carefully sliding a 22 gauge needle through the urethra to puncture the balloon at the bladder neck. Allegedly, the catheter balloon was found to have hard sediment inside. The patient began draining urine after a new 16fr foley catheter was placed. The complainant noted that the patient experienced some minor vaginal and urethral bleeding and was uncomfortable, requiring additional sedation.

Event description:
It was reported that there was no urine draining from the foley catheter and the recent output had increased sediment. Allegedly, the nurse attempted to flush the foley catheter and heard air coming from a slit in the catheter near the entrance site of the patien'ts urethra. The nurse was allegedly unable to flush the catheter and was unable to remove the catheter as the balloon would not deflate. The cns was called to the bedside and was unable to remove the catheter after cutting the balloon port. Physician fiona winterbottom ordered a urology consult by kristen e. Gurtner, who made the following attempts to remove the catheter. First an attempted to seal with tegaderm then vaseline guaze to prevent air and fluid leakage without success. An attempted was made to remove the foley as is; however, the patient rose up with facial grimace to pain when pressure was applied. An attempt to puncture the balloon with super stiff wire was tried without success. Transvaginal puncture of balloon was attempted; however, due to patient body habitus and positioning, visibility was limited and unsuccessful. The urologist was then able to remove the catheter by carefully sliding a 22 guage needle through the urethra to puncture the balloon at the bladder neck. Allegedly, the catheter balloon was found to have hard sediment inside. The patient began draining urine after a new 16fr foley catheter was placed. The complainant noted that the patient experienced some minor vaginal and urethral bleeding and was uncomfortable, requiring additional sedation.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only catheter with cut at inflation funnel. Several tests could not be carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Additional patient codes: (B)(6). Corrections:concomitant medical products and device evaluated by MFR.